Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting out of the water and when on the ladder of the dock the patient received a shock. The patient did not go to the hospital until the evening of the following day. The patient had shaking after the shock. An interrogation of the implantable cardioverter defibrillator (ICD) indicated that the patient received an inappropriate shock due to emi (electromagnetic interference). It was noted that isometrics were performed by the patient to be sure that it could not product the same issue seen on the egm (electrogram). The ICD remains in use. No further patient complications have been reported as a result of this event.